Event description:
During implantation of the final screw, the screw head broke off. The other screws were well fixed, so the surgeon opted to leave the fractured screw in place.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Depuy france states the device history records show the product conformed to the specifications. A hhe/ppi analysis carried out in 2007 on events of screw ruptures. Actions planned: sensitization about the surgery technique respect and development (by the r&d) of an extractor screwdriver. A reminder about the good use of the instrumentation was communicated to every market. Depuy considers the investigation closed. Should the product and/or any add'l info be received. The investigation will be reopened.